Event description:
Additional information showed the patient was still having concerns with their pump, but had not sought further help. It was stated the patient was looking for a surgeon to remove the pump.

Event description:
It was reported that the pump was alarming and "hasn't been working for quite some time". The alarm was heard from time to time and was reported to come and go. Per the reporter, the pt had a granuloma about 4.5 - 5 years ago and the pump was filled with saline at that time. It was noted that the pump had been refilled with saline 2 years ago. The pt was put on fentanyl patches and oral oxycodone. Specific pt symptoms were not reported. The type of medication used at the time of the granuloma was not provided. The pt was due for an MRI so that she could be referred to a surgeon for pain control. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).